Manufacturer narrative:
There was no patient information provided for the patients in this article. Date of event: please note that this date is based off the year of publication of the article as the actual event date was not provided. Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Agid, y. Commentary: dealing with the aftermath. Cambridge quarterly of healthcare ethics : cq : the international journal of healthcare ethics committees. 2016. 25(4):750-751. Doi:10.1017/s0963180116000505. Summary/reported event: it was reported that in an unknown number of patients who underwent bilateral high-frequency stimulation of the subthalamic nucleus (stn) for the treatment of severe levodopa-responsive forms of parkinson¿s disease (pd) that ¿sometimes it was necessary to remove all the electrodes due to a rare complication such as a local infection.¿ there was no specific device information provided in the article.